Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high pacing impedance and a fracture was suspected. It was further reported that the patient experienced an inappropriate shock. The lead was capped and replaced. No further patient complications have been reported as a result of this event.